Event description:
It was reported, that three weeks after being discharged from the hospital, the patient noticed a clear and pink discharge of fluid inside the device. It was also reported that there was no leakage from the dressing, and no alarm was sounded.